Event description:
The customer reported that the system displayed a generator error message followed by the loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. One of the system's circuit breakers had been tripped and was reset. The system was then found to be operating as intended.